Event description:
It was reported that the right ventricular (rv) lead exhibited suspected intermittent loss of capture, two undersensed beats, a steady increase in thresholds, and high thresholds. It was noted that the patient passed away approximately twelve days later. The cause of death was requested and noted to be natural causes, and no further information was able to be obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.